Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the module stopped and displayed a "channel error: calibration" message while infusing norepinephrine. The clinician was in the room and was able to move the infusion to another module. The patient did have a drop in their blood pressure, details are unknown. There is no report of any medical intervention as a result, and no report of patient harm.

Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of a syringe calibration error during infusion was confirmed . Physical inspection noted the device to be in good condition. Only the pump module and its logs were available for evaluation. The profile and medications infused cannot be identified from the pump module event log. Analysis of the log shows the module was last used at 2:13 am on (B)(6) 2015 to infuse 45.5337ml at 2.0156ml/hr. At 3:11 am, the device alarmed for syr calibrate and the infusion was stopped; the error log shows that error code 351.6660.0 (syr plunger position failure) occurred at that time. Using alaris system maintenance software (v9.8), the device failed the plunger force accuracy task. The carriage block/cam gap was checked and the device was found to be in adjustment; however upon internal inspection the split nuts were observed to be worn. The root cause of the channel error was identified as worn split nuts.